Event description:
The report states: unable to deflate balloon during routine change of catheter, tried to cut etc. 14-gauge size and 10 ml balloon unsure of product code.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. No actual or representative sample was returned of investigation; therefore, no physical investigation could be conducted. Balloon could not be deflated may due to several reasons. However, in the absence of any actual or representative sample, further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore , this complaint could not be confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: unable to deflate balloon during routine change of catheter, tried to cut etc. 14-gauge size and 10 ml balloon unsure of product code.